Manufacturer narrative:
The atr set screws and rods were examined both visually and microscopically. Four out of the six set screws did not exhibit uniform damage about the center of the set screw, which is typically seen when a set screw is properly locked down. The other two did exhibit uniform damage. The rods also exhibit irregular damage from the loose or backed out set screws. The damage to the side of the set screws that contacts the rod is consistent with the rod not being properly seated in the pedicle screw. The mfg and inspection records of the set screws and rods were reviewed and there were no discrepancies found. The torque limiting handle was tested and the measured values were within specification and met the acceptance criteria.

Event description:
Four of six denali set screws loosened approximately one month post-operatively.